Event description:
(B)(4). It was reported by the consumer that the solara3g was not what was ordered. It was alleged that the patient got sores on the side hips, and under the elbows due to no cushion on the armrests. He was also getting red marks from the armrest as the dealer removed the lumbar cushions because of pinching of the hip bones. The foot plates were dragging on the ground, the unit was not high enough for the patient, and it was alleged that a caregiver pushing the unit would got stabbed in the chest from a piece of steel sticking out.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model solara3g, serial number/date code (B)(4) is approximately one month old. The owner's manual part number 1154295 rev. C (dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.